Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (ess205) (batch no. 626506) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera in 1999. Concurrent conditions included dysfunctional uterine bleeding and tobacco user. On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("frequent cycles"). In 2010, the patient experienced dyschezia ("painful bowel movements"). In 2012, the patient experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, 6 years 9 months after insertion of essure (ess205), the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced fatigue ("fatigue"), infection ("infection"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), vaginal infection ("vaginal infection") with vaginal discharge and back pain ("low back pain"). The patient was treated with surgery (to remove the essure.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain had resolved, the genital haemorrhage, fatigue, infection, depression, anxiety, abdominal distension, dyspareunia, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyschezia, endometriosis and polymenorrhoea outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, infection, pelvic pain, polymenorrhoea, urinary tract disorder and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008 and removal date updated to (B)(6) 2015. Lot number (626506) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (general), vaginal infection, bladder problems or changes, urinary problems or changes, nickel allergy, dysmenorrhea (cramping), painful bowel movements, endometriosis, frequent cycles and low back pain added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general) more frequents cycles"), uterine perforation ("migration and perforation") and procedural haemorrhage ("bleeding as complication.") In a 35-year-old female patient who had essure (ess205) (batch no. 626506) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera in 1999. Concurrent conditions included dysfunctional uterine bleeding, tobacco user and panic attacks. Concomitant products included buspirone hydrochloride (buspar) and escitalopram oxalate (lexapro). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("frequent cycles"). In 2010, the patient experienced dyschezia ("gastrointestinal or digestive system condition: painful bowel movements"). In 2012, the patient experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, 6 years 9 months after insertion of essure (ess205), the patient experienced endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), infection ("infection"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), vaginal infection ("vaginal infection") with vaginal discharge, allergy to metals ("nickel allergy") and back pain ("low back pain"). The patient was treated with surgery (to remove the essure./hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes).), surgery (ablation) and surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain had resolved, the genital haemorrhage, uterine perforation, procedural haemorrhage, fatigue, infection, depression, anxiety, abdominal distension, dyspareunia, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyschezia, endometriosis and polymenorrhoea outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, infection, pelvic pain, polymenorrhoea, procedural haemorrhage, urinary tract disorder, uterine perforation and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: coding correction: event "perforation" was recoded to uterine perforation. Event was interpreted to be uterine perforation since hysterectomy was described as treatment. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general) more frequents cycles"), perforation ("migration and perforation") and procedural haemorrhage ("bleeding as complication.") In a 35-year-old female patient who had essure (ess205) (batch no: 626506) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera in 1999. Concurrent conditions included dysfunctional uterine bleeding, tobacco user and panic attacks. Concomitant products included buspirone hydrochloride (buspar) and escitalopram oxalate (lexapro). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("frequent cycles"). In 2010, the patient experienced dyschezia ("gastrointestinal or digestive system condition: painful bowel movements"). In 2012, the patient experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, 6 years 9 months after insertion of essure (ess205), the patient experienced endometriosis ("endometriosis"). On (B)(6) 2015, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), infection ("infection"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), vaginal infection ("vaginal infection") with vaginal discharge, allergy to metals ("nickel allergy") and back pain ("low back pain"). The patient was treated with surgery (to remove the essure./hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes), surgery (ablation) and surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain had resolved, the genital haemorrhage, perforation, procedural haemorrhage, fatigue, infection, depression, anxiety, abdominal distension, dyspareunia, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyschezia, endometriosis and polymenorrhoea outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, infection, pelvic pain, perforation, polymenorrhoea, procedural haemorrhage, urinary tract disorder and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: following events migration and perforation, bleeding as complication were added. Concomitant medication and conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (ess205) (batch no. 626506) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera in 1999. Concurrent conditions included dysfunctional uterine bleeding and tobacco user. On (B)(6)2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("frequent cycles"). In 2010, the patient experienced dyschezia ("painful bowel movements"). In 2012, the patient experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2015, 6 years 9 months after insertion of essure (ess205), the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced fatigue ("fatigue"), infection ("infection"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), vaginal infection ("vaginal infection") with vaginal discharge and back pain ("low back pain"). The patient was treated with surgery (to remove the essure.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain had resolved, the genital haemorrhage, fatigue, infection, depression, anxiety, abdominal distension, dyspareunia, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyschezia, endometriosis and polymenorrhoea outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, infection, pelvic pain, polymenorrhoea, urinary tract disorder and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2008: total bilateral occlusion ultrasound scan vagina - in july 2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), infection ("infection"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, infection, depression, anxiety, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dyspareunia, fatigue, infection and pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.